Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of grips. There was a 0.114 offset at the tips which indicated overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's pitch cables were frayed at the distal clevis hub. No damage was found at the clevis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cables found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the tips on the fenestrated bipolar forceps instrument did not align. There was no patient harm, adverse outcome or injury reported.